Manufacturer narrative:
Section d update: serial/lot #: 2.0.0 h3. Software analysis determined that the logs and archives were reviewed. The logs captured the segfault in thunar service on the date 20-may-2022. Logs captured "posted low performance warning to user" and multiple "cleared user-facing low performance warning" warnings in plan task. The logs also captured that the site did trace registrations on the date of the issue with an error metric of 1.7 and also captured the segfault in service on the date of issue. Coredump captured that the program terminated with signal sigsegv, segmentation fault in libnvidia-glcore.so.430.40 library with the function default shader storage buffer object: initialize. The archive has 1ct and 6mr exams. Mr2 loaded with the warning "not optimal for stealth" because slice spacing is greater than 2mm. The site did trace registration with an accuracy metric of 1.7mm, the trace points were collected on the nose and forehead area some points were in the air and some were sunken inside the skin. Hence, suggesting to use lighter touch while collecting the trace points and collect trace points only on the boney structures and do tracing only on the scan region. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). A system checkout was performed and no fault was found. The system passed all testing and performed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial resection procedure. It was reported that when merging, an error 64 came up and the system existed the application. It was also noted that there was also slow performance on the system. There was no impact on patient outcome and the issue caused a delay of less than 1 hour.